Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screws: cortex: trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient returned to surgery for revision olecranon plate. The revision was due to fracture never properly being reduced in the previous surgery. All hardware was intact. There was no surgical delay reported. The procedure was successfully completed. Patient consequence revised orif of olecranon fracture. This (B)(4) captures 9 unknown screws and 1 plate, while (B)(4) captures three (3) out of twelve (12) unknown screws. This complaint involves ten (10) devices. This report is for one (1) unk - screws: cortex. This report is 9 of 10 for (B)(4).